Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery faults were not confirmed. The heartmate iii system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted. Multiple good faith efforts were sent asking if any products would be returning and if the reported alarms had resolved; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous controller and backup battery replacements are addressed under MFR # 2916596-2021-01428 and MFR # 2916596-2021-01427. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the system started alarming and controller read "call hospital, back up battery failed." Patient then reported that he switched from wall power to battery power and alarm did not clear. Patient then exchanged the controller and the alarms silenced after. The green arrows were illuminated at time of alarms (confirmed by patient). Patient also reported red broken heart was illuminated with alarms. It was elected to switch the patient's mobile power unit (mpu) since the alarm had occurred on two controllers with multiple backup batteries. The patient had no issues with controller exchange and event history review confirmed patient¿s report of backup battery fault alarms. No log files were available.